Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level of 44 mg/dl. The customer's blood glucose was 165 mg/dl at the time of the call. The customer took glucose tablets to treat low blood glucose. The customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.